Event description:
The dr attempted to deploy stent graft to repair a left upper-arm eptfe dialysis graft. After the dr accessed the pt through the groin, he experienced a high pressure, tortuous path on the delivery to the intended stent graft placement location. Dr was not able to unsheath the stent graft once in position. The entire system was removed and stent graft was ultimately able to be deployed outside of pt on the table with user manipulation. Second device used to complete procedure.